Event description:
Reportedly, the programmer turns off all the time during interrogation of the device. Preliminary analysis of the returned programmer confirmed the reported event. The root cause of the sudden shutdowns could not be identified. It could result from an issue at the filter board level, the motherboard level and/or the power supply level.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the programmer turns off all the time during interrogation of the device. Preliminary analysis of the returned programmer confirmed the reported event. The root cause of the sudden shutdowns could not be identified. It could result from an issue at the filter board level, the motherboard level and/or the power supply level.